Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it has air trapped between the layers of the touchscreen and it is causing the screen to not work properly. There was no patient involvement associated with this event.